Manufacturer narrative:
(B)(4).   Method: the complaint ojr412vt optiflow junior 2 nasal cannula s ventilator kit was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint ojr412vt optiflow junior 2 nasal cannula s ventilator kit confirmed that the left side of the tube was found detached from the cannula. Glue residue is visible on the inside of the cannula tube joint. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely due to the tube being pulled by the patient or care giver. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in clermont-ferrand, france reported that the tubing of an ojr412vt optiflow junior 2 nasal cannula s ventilator kit had detached during use. It was also reported that the patient desaturated briefly. The subject cannula was removed and replaced with another cannula and the patient recovered to a stable condition. No further patient consequences were reported.

Manufacturer narrative:
(B)(4).   The complaint ojr412vt optiflow junior 2 nasal cannula s ventilator kit is currently en route to fisher and paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in clermont-ferrand reported that the tubing of an ojr412vt optiflow junior 2 nasal cannula s ventilator kit had detached during use. It was also reported that the patient desaturated briefly. The subject cannula was removed and replaced with another cannula and the patient recovered to a stable condition. No further patient consequences were reported. Further information about the reported event has been requested.